Manufacturer narrative:
Patient complaint of pain; ultimately chose to have device explanted. Explanted device disposed of onsite, therefore no device analysis possible. No further action to be taken.

Event description:
Patient presented to clinic today with pocket pain and swelling. She was initially implanted back on (B)(6) 2025 and did well until on (B)(6) 2025. At that time, her symptoms of n/v came back and she started having pain in the pocket with swelling. The np increased her settings today to see if she could get any relief before she decides to have it explanted.